Manufacturer narrative:
The lens remains implanted at the time of this report. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted; therefore product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol), model zct450, was implanted into the patient's left eye. Scratches on the anterior and posterior (central location) side of the lens were noticed once the lens was inserted, but prior to lens manipulation. Surgeon left the lens implanted hoping it would not affect the vision. The surgeon also noted he did not want to leave the patient aphakic as it would make re-inserting a toric lens later more difficult. The patient will be re-assessed next week. Visual acuity pre-operatively was 20/25 and post-operatively day one 20/20-1. No additional information was provided.

Manufacturer narrative:
Additional information was provided during a follow up with the physician. Information provided is as follows: the issue was encountered when operating on the patient¿s left eye. Currently, the patient does have good vision (20/25 uncorrected) with testing in a standardized environment. The patient is not sure if there is a difference in vision between the two eyes. Given the good vision, the patient and the doctor have decided not to proceed with lens exchange due to the risks not outweighing the benefits at this time. The scratch is central and per the doctor he is hoping it will not produce glare symptoms when the winter months come around and it is darker for most the day. It is not an ideal situation as if the patient does become symptomatic, it will be difficult to remove the lens and position a new one at the correct axis. All pertinent information available to abbott medical optics has been submitted.